Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the buttons on the insulin pump stop responding. Customer was trying to set up a bolus and the number kept ramping up. The device ramped up to the max 12 units. Customer removed the battery and the device alarmed failed battery test. Customer was unable to correct 11 mmol/l blood glucose level with the device, she used manual injections. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.